Event description:
Pt with an aortic endograft had a large thrombus burden in the limb of the graft. The preprocedure creatinine was 1.6. Normally hydrated. The case lasted for awhile; the angiojet was used to help remove the thrombus in the graft, at which time some thrombus was pushed downstream (down the leg). The phyhsician went after the distal clot. Approx 800cc of combined fluid was extracted at about 11/12 mins of usage. Dr stated pt died of acute renal failure and mesenteric ishemia. No autopsy was performed on the pt.